Manufacturer narrative:
(B)(4). G2: foreign: japan. Visual evaluation of the returned product found (1) pouch with peeling / seal creep in the seal area. Both pouches had a seal width less than the minimum specification. Sterility is considered to be compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the distributorship that the products were found to have peeling in the sealing area. It was reported that no additional information was available.